Manufacturer narrative:
The patient was treated with antibiotics and as of (B)(6) 2019 reported that he completed the antibiotics and was doing well. The sterilization record for this lot of sensors was reviewed and the sensor was sterilized as per specifications.

Event description:
On (B)(4) 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted. The infection was discovered by the healthcare professional during the patient's scheduled sensor removal procedure.